Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
The primary operative notes state that soft tissue releases were initially performed due to the valgus nature of the knee before components were implanted, and then after trailing implants, additional releases were necessary to balance the knee. The revision operative notes state the pt had continued persistent pain despite therapy, and range of motion was limited to 85 degrees flexion. Synovectomy and articular surface exchange was performed; the reported femoral component remained implanted. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records for the femoral and articular surface did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.